Event description:
After the bath the nurse raised the bolero lifter out of the tub. The nurse intended to raise the pt to a more upright sitting position. In that moment the pt slid for a few centimeters out of the middle part of the stretcher, which caused the lifter to tilt. The pt dropped to the floor. No injuries were reported.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (registration #(B)(4)) on behalf of the MFR arjo hospital equipment (B)(4) (registration # (B)(4)). It was also reported by the arjohuntleigh investigator that went on-site in response to this reported event that the pt was not secured with the safety belt. The eval of the device to date has been carried out by a rep of the MFR's sales and service unit subsidiary divisions, not a direct employee of the MFR. Add'l info will be provided following the conclusion of the MFR's investigation.